Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.

Event description:
L3~l5 xlif this case showed that xlif trial with inserter passed through to the opposite side at intervertebral space of l4/l5 level. The surgeon struck xlif inserter hardly while inserting a trial into the intervertebral space at the l4/l5 level since it was narrow. Bleeding occurred when the surgeon removed the trial with inserter, and the patient¿s blood pressure dropped to the 50s. After compression haemostasias, blood pressure recovered to the 110s within approximately one minute. After confirming successful haemostasias, the surgeon inserted spinal cages into the l3~l5 intervertebral space by xlif, and fixed spine by posterior spinal fixation and closed the surgery. There was no fluctuation in the motor-evoked potential (mep) blood transfusions were also not administered. No other adverse patient consequences were reported.

Manufacturer narrative:
The investigation revealed a complaint reporting that a nuvasive universal inserter, xlif angled passed through the intervertebral space after the surgeon used excessive force to expand the small space. There were blood loss and pressure drop associated with this reported event, but the blood pressure recovered shortly after the drop. The product was not received for manufacturer investigation, and the complaint was non-verifiable. Based on the reported information, a possible root cause of the issue is excessive force and surgeon misuse which can be the consequence of the collapsed intervertebral space. These devices are subjected to handling after distribution into the field, precautions for which are noted in device labeling. Labeling, manufacturing, and risk reviews completed with no deficiencies, discrepancies or adverse trends noted. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
It was reported that xlif trial with inserter passed through to the opposite side at intervertebral space of l4/l5 level. The surgeon struck xlif inserter hardly while inserting a trial into the intervertebral space at the l4/l5 level since it was narrow. Bleeding occurred when the surgeon removed the trial with inserter, and the patient¿s blood pressure dropped. After compression haemostasias, blood pressure recovered to normal limits within approximately one minute. After confirming successful haemostasias, the surgeon inserted spinal cages into the l3~l5 intervertebral space by xlif, and fixed spine by posterior spinal fixation and closed the surgery. There was no fluctuation in the motor-evoked potential (mep) blood transfusions were also not administered. No other adverse patient consequences reported.